Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device experienced component separation and leakage. The following information was provided by the initial reporter: while using the cod. Mv0420-0006 the nfc smartsite system has detached itself from the dm itself. In combination with syringe.

Manufacturer narrative:
H6: investigation summary. A mv0420-0006 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 202020. A photograph provided by the customer confirmed the customer¿s experience with the smartsite identified to have snapped away from the vial access device (vad), with the tip of the male luer of the smartsite still bonded to the vad. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the customer's experience could not be determined, however previous investigations have confirmed that similar damage can occur as a result of a lateral force being applied to the component. A review of the production records from lot 202020 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that the smartsite 20mm vented vial access device experienced component separation and leakage. The following information was provided by the initial reporter: while using the cod. Mv0420-0006 the nfc smartsite system has detached itself from the dm itself. In combination with syringe.